Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 548 mg/dl. Customer had blood glucose level of 500 and 532 mg/dl. Customer had symptoms such as nausea, drowsy and thirsty. Customer was treated with insulin pump and manual injection. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin was exited. Customer stated that the cannula was bent. Customer was assisted with troubleshooting for cannula bent. Customer was not using auto mode feature. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.